Event description:
The pt experienced a shocking or jolting sensation from her implantable neurostimulator. Every ten minutes she "gets a little shocking." Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).